Manufacturer narrative:
Other relevant device(s) are: product ID: 3391-28, serial/lot #: (B)(4), ubd: 15-aug-2021, implanted: (B)(6) 2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient initially received mild improvement in emotional state/mood during compulsive thoughts/actions (i.e. More inner peace and tranquility); however, there was no effect on the obsessions and actions themselves. The clinical diagnosis was no stimulation effect and device diagnosis was suboptimal lead placement. Re-evaluation of the lead placement via post-placement CT fusion with MRI confirmed suboptimal placement. The right lead was located just lateral to the right bst and the left lead is contralaterally at the level of the anterior commissure, along a path through the left lateral ventricle. It was stated this placement was probably the cause of the lack of a clear effect on the obsessive compulsive disorder (ocd) complaints. A new lead was placed (B)(6) 2020 and the event was considered resolved. The event resulted in hospitalization. The event was considered related to device/therapy and implant procedure.